Manufacturer narrative:
(B)(4). Device was returned for analysis. A visual inspection was performed. The device has the distal tip detachment due to rotational wear and the distal tip was not returned, also the body is kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-06206. It was reported that the tip of the rotawire was broken and remained inside the patient. The 100% stenosed target lesion was located in the moderately tortuous and heavily calcified posterior tibial artery. A 1.50mm peripheral rotalink plus and a peripheral rotawire were used to treat the target lesion. During the procedure, after the first 1 to 2 minutes of rotational atherectomy with a rotablator, it was noted that about 10 to 15mm of the tip of the rotawire was broken and got lodged in the posterior tibial artery. Due to the small diameter of the artery 2.5mm it was deemed impossible to retrieve the wire fragment. A small diameter 2.5mm diameter balloon was utilized to compress the broken wire tip into the wall of the artery. Angioplasty was performed and the rotablator burr was removed from the patient. No further patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-06206. It was reported that the tip of the rotawire was broken and remained inside the patient. The 100% stenosed target lesion was located in the moderately tortuous and heavily calcified posterior tibial artery. A 1.50mm peripheral rotalink plus and a peripheral rotawire were used to treat the target lesion. During the procedure, after the first 1 to 2 minutes of rotational atherectomy with a rotablator, it was noted that about 10 to 15mm of the tip of the rotawire was broken and got lodged in the posterior tibial artery. Due to the small diameter of the artery 2.5mm it was deemed impossible to retrieve the wire fragment. A small diameter 2.5mm diameter balloon was utilized to compress the broken wire tip into the wall of the artery. Angioplasty was performed and the rotablator burr was removed from the patient. No further patient complications were reported and the patient's condition was fine.